Event description:
While a pharmacy technician was loading a phxis 2000 7-drawer auxiliary unit in the pharmacy department, the back panel was removed to allow access to the manual bypass release switches. Those switches were tripped and all the drawers released. The unit then tipped forward onto the employee, trapping her beneath the weight of the machine. After great effort she righted the machine and went to employee health for eval of her neck and back injuries.